Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received 13apr2021 reported that the patient had received driveline revision on (B)(6) 2020. The patient at the time had a wound vacuum placement as treatment. No additional information provided.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to an underlying pocket of fluid above driveline that is getting bigger and likely fluid with infectious drainage. The reported driveline infection was reported to be pseudamonas. The patient presented with driveline drainage with skin irritation around site and is currently being treated with a short round of cefepime. Trying to hold on antibiotic use due to increasing resistance of organism. No additional information provided.